Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00439 on 28-nov-2018. Additional information (04-dec-2018): upon further investigation, siemens determined that the catalog # for the advia sheath/rinse is (B)(4) and that the unique identifier (UDI) # is (B)(4). The catalog # and unique identifier of section were updated to reflect the additional information. Corrected information (04-dec-2018): sections were updated to reflect the correct device name (advia 120/2120/2120i sheath/rinse 10l). The device is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that an operator sustained an injury when the handle of a 10 l advia sheath/rinse cubitainer detached from the cubitainer. Siemens advised the customer to use a "sack trolley" to transport the advia sheath/rinse cubitainer. Siemens investigated the event and the event appears to be isolated. The cause of the handle detaching from the advia sheath/rinse cubitainer is unknown. The catalog number, lot number, and unique identifier (UDI) number were not available at the time of filing. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator was injured while transporting a 10 l advia sheath/rinse cubitainer from their storage room to their laboratory as the handle on the cubitainer detached from the cubitainer. The operator injured her shoulder and hip and was referred to physiotherapy. There are no known reports of adverse health consequences due to the operator's injury from the handle detaching from the 10 l advia sheath/rinse cubitainer.